Event description:
It was reported that catheter withdrawal difficulties were encountered and shaft break occurred. The target lesion was located in the left anterior descending artery (lad). A 15mm x 3.25mm nc quantum apex balloon catheter was advanced to dilate the lesion. Upon removal from the body and once inside the mach 1 guide catheter, the device got stuck. The physician kept pulling at the balloon and as a result the balloon and shaft separated from the distal portion of the balloon catheter. The physician removed the entire system including the guide catheter, the unspecified guide wire, the non-bsc tuohy balloon, and everything else. When the tuohy was removed, it was proven that the nc quantum apex balloon got caught inside the non-bsc tuohy. Everything was removed safely from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).